Event description:
The consumer called stating that she left her l-3xr scooter in the garage for a month and it allegedly doen not work now. Batteries are holding aero or little charge. The malfunction has not been confirmed